Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was unusual behavior of the system controller connected to the heartmate touch unit, there were visible constant changes at the speed settings. Log files were submitted for review and captured several e2p_data lvad live info flags. The exact cause of the fault could not be determined however it was suspected this was due to an electrostatic discharge event.

Manufacturer narrative:
D1: brand name corrected. D4: serial number, model number, and UDI corrected. Manufacturer's investigation conclusion: the reported event of the parameter values alternating on the heartmate touch screen was confirmed via the provided video file. The heartmate touch kit (serial number (B)(6)) was not returned for analysis. However, a video was provided which showed the controller being in use alongside the heartmate touch. In the video, the fixed speed, low limit, and hematocrit parameters were observed to be alternating between their actual values and a blank value indicator ¿---¿ on the heartmate touch. The video also displayed the system¿s parameters on the controller¿s screen which remained constant, indicating that the parameters weren¿t changing. Available information for this event indicates that the issue self-resolved and that no further issues had occurred. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the heartmate touch kit, serial number dmpxk1h7hp83, showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all alarms (visual and audible), including the disconnected system controller - heartmate touch app and the wireless connection lost - heartmate touch app messages, and the actions to take when the alarms occur. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: product serial number, lot number, and UDI updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that no changes were made when the flickering appeared while connected. After disconnecting and reconnecting the issue did not reoccur.